Manufacturer narrative:
(B)(4). Retainer ring = black. The unit p-cap, test reservoir locks in place properly. The insulin pump passed the displacement test, rewind test, prime, seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test. No unexpected pump error noted during testing. However, insulin pump error alarm found in history file (05/01/2021): (08:30:01:000). Power management tool confirmed unloaded vlith voltage and loaded vlith voltage is within specs. The insulin pump was cut open and moisture damage noted on battery tube assembly during visual inspection.

Event description:
Information received by medtronic indicated that the insulin pump showed pump errors. Customer was able to clear the alarms and able to complete insulin pump rewind. No harm requiring medical intervention was reported. Insulin pump was returned for analysis.